Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was returned for investigation. When the generator was powered on, it passed a self-test and loaded to the main application screen successfully. During functional testing, a loud beep was heard and port 1 temperature was observed and stayed at 100 degrees celsius without any rf energy applied. Further investigation revealed that the rf214 temperature compensation board was not fully seated onto the temperature board. The board was reseated and the issue was resolved. Based on the information provided to abbott and the investigation performed, the root cause of the reported ablation issue and subsequent cancellation was isolated to the rf214 temperature compensation board not being fully seated onto the temperature board. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, the ports would not ablate and the procedure was cancelled. The patient was in the room at the time and it is unknown if the procedure will be rescheduled. There were no adverse consequences to the patient due to the cancellation.